Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient began to suffer pain in his hip; elevated chromium levels, patient was contacted by his surgeon to make an appointment regarding the product recall and a decision revision surgery pending. The pain the patient suffers in her hip as a result of the implant has impacted her ability to perform acts necessary for daily living. Patient is currently undergoing testing and has not scheduled an explantation yet. ***update: (B)(4) 2011 - the sales rep has reported the revision surgery. Patient was revised due to elevated ion levels. **update** (B)(4) 2012 - the revision operative reports were received. Corrosion was noted at the femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.